Event description:
The physician implanted a 2.75 mm diameter x 22 mm length integrity rapid exchange (rx) coronary stent to treat a lesion in a patient. Subsequent angiographic images showed multiple perforations in the vessel. The physician was able to successfully treat the perforations. The patient is reported to be fine and no other clinical sequelae were reported. Cine images review: procedural images were provided for review. The images confirmed that the physician was treating a calcified lesion in the mid-lcx. The stent delivery and deployment was not captured on the images provided. The images confirmed the occurrence of a perforation due to the extravasation of contrast under fluoroscopy. The treatment of the perforation with a balloon was not evident on the images provided for review. It appears most likely that the cracking of the calcified plaque within the target lesion led to the perforation due to the damage caused to the vessel during the treatment.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (perforation), patient's condition affected effectiveness of device (calcification present most likely contributed to the vessel perforation). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (calcification present most likely contributed to the vessel perforation). (B)(4).